Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent was not returned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user error related. The expiry date for this device is (B)(6) 2011. The procedure date was the (B)(6) 2011. The dfu states, "do not use the product after the "use by" date". The label also states, "use by (B)(6) 2011." (B)(4).

Event description:
Reportable based on additional information received on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent delivery system (sds) would not cross the lesion. The 75% stenosed lesion being treated was located in the severely calcified, severely tortuous right coronary artery. The physician pre-dilated the target lesion with a 1.5x20 non-bsc balloon catheter, then advanced the 2.25x28mm promus element sds and was not able to cross the lesion. The procedure was completed with a 2.25x24 non-bsc sds. No patient complications were reported and patient's status is stable. Returned product analysis revealed the stent dislodged from the balloon. The sds was returned with out the stent. Follow up information revealed the stent dislodged inside the patient. This product is only ous approved but it is similar to an approved us device.